Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of high pacing impedance was not confirmed. A complete lead was returned in one piece. Electrical testing, visual and x-ray inspection of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, left ventricular lead exhibited high pacing impedance. The left ventricular lead was removed and replaced. No patient consequences were noted.